Event description:
It was reported the patient is experiencing her ipg moving and causing discomfort at her ipg site. The patient underwent surgical intervention to remove and replace her ipg.

Manufacturer narrative:
Correction number: 1627487-05242011-002-r. There is no alleged device failure to meet specification. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.